Manufacturer narrative:
Continuation of d10: product ID wr9200 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID neu_ins_stimulator (unknown); product type: 0197-implantable neurostimulator; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; implant date ; explant date brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date brand name ; product ID neu_unknown_ext (serial: unknown); product type: 0191-extension; implant date ; explant date brand name lead; product ID neu_unknown_lead (serial: unknown); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a year of the system being implanted, the recharging system went into overdischarge mode and no longer leaves this mode, making it impossible to charge the implantable neurostimulator (ins) in the patient. This was how falls, bradykinesia, and freezing occurred, as well as falls on stairs inside the patients home. The patient was loaned a recharge system that was donated by a family member of a decreased patient, who is awaiting the warranty replacement of the recharge system. The patient experienced loss of reflexes, pain, seizures, and weakness at the device pocket, right and left implant, lead and extension connection location, and the lead and extension site. The symptoms occurred during therapy discharge. The issue has not been resolved at the time of this report.

Event description:
Additional information was received: it was reported that the patient would just wait for a new wireless recharger. No further information was available.

Manufacturer narrative:
Continuation of d10: product ID wr9200, serial# (B)(6),product type: recharger, product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator; product ID neu_unknown_ext, serial# unknown, product type: extension, product ID: neu_unknown_lead, serial# unknown implanted: explanted: product type lead product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_ unknown_lead, serial# unknown, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.